Event description:
The device was used during a small bowel resection/right femoral hernia repair procedure. The staples did not form properly and instrument could not removed from the tissue. The surgeon resected the staple line and completed the procedure with another device. The hospital has stated that the pt's condition is satisfactory.